Event description:
The pt received an scs system, including an external device charging system, on (B)(6) 2006. The pt reported the charging system converter began smoking and heating while plugged into the wall outlet. The pt was provided with a new device charging system. The pt's original charging system was returned to the MFR for analysis. No pt injuries were reported as a result of this event.

Manufacturer narrative:
Eval: results: visual analysis of the device charging system found evidence of arcing damage to one of the pins in the ac socket. Further analysis revealed plastic molding in the corresponding socket of the ac line cord. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.